Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 40 mg/dl. The customer stated that they had administered a bolus with the insulin pump when their blood glucose was at 290 mg/dl, then dropped to a blood glucose range of 40-56 mg/dl. The customer treated the low blood glucose with juice. The customer declined troubleshooting for the low blood glucose. The product will not be returned for analysis.